Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was an attempted implant due to lead body damage. Moreover, the guidewire could not get back through the lead. The lead was never in service. No adverse patient effects were reported.